Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. During device preparation, it was found that the proximal tip of the guidewire lumen got detached from the tip of the catheter, so the device could not be deployed or undeployed. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. Due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible. Based on all available information, the cause traced to component failure conclusion code was selected for the "detachment of device or device component" allegation.

Event description:
It was reported that during preparation for pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. During device preparation, it was found that the proximal tip of the guidewire lumen got detached from the tip of the catheter, so the device could not be deployed or undeployed. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.